Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2008. It was reported that the pt had experienced new pain on the outside of his elbow. Reprogramming efforts to cover the new pain were unsuccessful. The pt is scheduled to see a pain physician to discuss this issue. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were revised. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.